Event description:
I thought, I bought just a regular contact lens water but it contained hydrogen peroxide 3%. The product name is cleaning & disinfecting by best choice. The picture on the bottle exactly looks like a regular cleaning water and their warning sign is also very little and it's on the back side! They have this sign that hydrogen peroxide 3% on front side but who knows it was a chemical until I got burned. After I've got burn it turned out red and dry. I wish they label those warning signs big and noticeable. Someone, actually can become blind because of it. FDA safety report ID # (B)(4).